Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6).

Event description:
The initial reporter received a questionable positive elecsys cmv igg result from one patient sample tested on the cobas e 801 analytical unit. On (B)(6) 2026: the initial result of the initial patient sample collected on (B)(6) 2026 was 7.69 u/ml (positive). On (B)(6) 2026: the repeat result of the initial patient sample from another analyzer was <0.150 u/ml with a data flag (negative). On (B)(6) 2026, a new sample was obtained, and the result from the other analyzer was <0.150 u/ml with a data flag (negative).